Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. The patient was seen in clinic later and it was noted that the patient notifier failed to deliver notification. Externalization of the right ventricular (rv) lead was confirmed via x-ray. The right ventricular lead was capped and replaced on (B)(6) 2018 due to insulation anomaly. The patient was stable throughout.

Manufacturer narrative:
A connector portion of a partial lead was returned for analysis in three pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.